Event description:
It was reported that staples were removed on 2015 (B)(6) and the patient was admitted to the hospital for wound infection on 2015 (B)(6) and for IV antibiotics and treatment. As of 2015 (B)(6), the infection was not resolved and an explant was planned for 2015 (B)(6). The cause of the infection was unknown and cultures showed a staph infection. A day after the scheduled surgery, it was reported that the explant and completed and the infection had been resolved.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).